Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 (mg/dl). Customer consumed glucose tablets to treat their bg level. Although requested by tandem technical support, customer declined to upload their pump data for review. Recommendation was made to consult with health care provider to discuss diabetes management.